Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the issue has been resolved and the device will not be returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.